Event description:
Pt tested blood glucose as low (<45 mg/dl) for 5 days on suspect device. He tested low on day 5 but hosp obtained 363 mg/dl. Two days later, the suspect device read 26 mg/dl but hosp obtained 258 mg/dl. Pt had stopped taking his glyburide based on the low readings.

Manufacturer narrative:
Standard disclaimer on file.